Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular rate (rvr). The episode was isolated but therapy was exhausted. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular rate (rvr). The episode was isolated but therapy was exhausted. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to correct field e1: "initial reporter phone". Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular rate (rvr). The episode was isolated but therapy was exhausted. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to correct field e1: "initial reporter phone". Product is not expected to return as it remains in service.